Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment of an error code. Analysis also noted that the stylus tip was broken and non-functional, the upper and lower bullets were broken, the log button was missing and the paper tray was empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. No patient complications have been reported as a result of this event.